Manufacturer narrative:
H6: updated. H3: one sample was received. The event history log was reviewed and the customer reported complaint was able to be confirmed. The error was first triggered by a primary audible alarm which triggers an acu watchdog alarm in tandem. To resolve the issue, the primary speaker was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a system error and watchdog failure. There was no patient involvement, no patient injury was reported.